Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2023 and twice on (B)(6) 2024, it was reported that three infusion sets cannula were bent. Patient blood glucose level was 314 mg/dl. Within 3 hours of insertion customer noticed symptoms. Patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Device 3 of 3.